Event description:
G [gastrostomy] tube dislodged and fell out onto the floor. Site clean, two buttons to side of site intact. Balloon does not appear to be inflated, or there has been a malfunction or rupture of the retention balloon.